Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a high tidal volume failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a high tidal volume failure occurred. The investigation is ongoing.